Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2023-00025 was sent in error reagent was not involved with the failure and event is captured against the instruments. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ myco/f lytic culture vials a negative result released early when it had only been incubated for 7 days and did not complete the total incubation cycle. (42 days). The following information was provided by the initial reporter: "the equipment releases a false-positive result before completing the total incubation cycle (42 days), we continue the manual incubation of the blood cultures in a bacteriological chamber and we carry out the weekly control until the end of the cycle.

Manufacturer narrative:
Initial reporter address: (B)(6). PMA/510k info: k970512 k970333. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ myco/f lytic culture vials a negative result released early when it had only been incubated for 7 days and did not complete the total incubation cycle. (42 days). The following information was provided by the initial reporter: "the equipment releases a false-positive result before completing the total incubation cycle (42 days), we continue the manual incubation of the blood cultures in a bacteriological chamber and we carry out the weekly control until the end of the cycle.